Event description:
It was reported that during evaluation conducted at the manufacturer facility, the led cover of the device was found to be missing. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The complaint was confirmed based on the device evaluation. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during evaluation conducted at the manufacturer facility, the led cover of the device was found to be missing. No patient involvement or procedural delays were reported with this event.